Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20-24mm x 4.0-4.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00 x 8 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, upon withdrawal, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 4.00 x 8 mm stent was returned for analysis without the hub/manifold. A visual examination of the crimped stent found that the stent was damaged in the mid-section of the stent with struts lifted. The stent outer diameter could not be measured due to the damage. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture was within the specification. The stent length was measured and is within the specification. Stent damage most likely occurred when the stent met resistance of a calcified and stenosed lesion during withdrawal. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. The hypotube was also noted to be broken within the strain relief at 20 mm proximal to the distal end of the strain relief. The manifold/hub was not returned for analysis. The types of damages noted are consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20-24mm x 4.0-4.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00 x 8 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, upon withdrawal, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.